Manufacturer narrative:
Corrected data: h6 code. H6 code belongs to the wr9230 nra011293n. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the wireless recharger (wr) was not responding when it was taken out of the package in the hospital. Being defective was noted. It was indicated that the wr was taken out of shipping mode and was able to connect to the recharger app. The wr was sufficiently charged, approximately 80%. However, when it was tried to turn the wr on, they immediately got a red light on the recharger with tones falling in pitch. When trying to connect the recharger to the recharger app they only saw the message recharger inactive. A reset of the wr was tried multiple times, but did not resolve the issue. The cause of the issue was not identified.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6)product type recharger g2 country: netherlands h3: analysis of the wireless recharger found that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.